Event description:
It was reported that a metasul taper liner, kk/40 was implanted on (B)(6) 2012 on the left side. On (B)(6) 2014 it became known, that the patient had pain and a revision surgery was planned for (B)(6) 2014. The patient has had bilateral hip pain, left greater than right. Two years improved with oral suspension antibiotics and nsaids to the point that he refused revision surgery. Until chromium/cobalt levels returned high then patient agreed to have bilateral heads and liners revised. Both sites had effusions, left greater than right. The left side was revised on (B)(6) 2014 in a planned surgery.

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays were received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. (B)(4).